Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reported that for about the past two months, 2 or 3 test strips out of each vial of 50 strips had given the message ¿error¿ and ¿something about a used strip.¿ the patient manages her diabetes with novolog insulin which she self-adjusts at meal-times and lantus insulin at night; she reported that she has ¿brittle diabetes¿. It is unclear if she made any changes to her usual diabetes management routine following the start of the alleged issue. She reported 5 minutes after obtaining the error message, she developed low blood sugar and became ¿disoriented¿ because of the delay in obtaining a result. She reported that for example, at 11:45am on (B)(6) 2017, she self-treated her symptoms by walking to the kitchen and eating more food/drink as per her usual diabetes care and management routine. She denied receiving any additional treatment for her symptom. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Disoriented, after obtaining an unknown error message on the subject meter.